Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0fh9b, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the day prior to the report the patient noticed that she was not feeling the ¿twinges¿ like she usually did. It was noted that the patient needed someone to show her how to use the patient programmer and she felt stimulation two days prior. The reporter stated that the patient slipped and fell and ¿hit her butt¿ the night prior to the report and the patient noticed a return of symptoms ¿a little bit¿ yesterday. It was reported that the patient was wearing a pad and did not feel stimulation. It was noted that therapy had helped the patient over 50 percent. The device setting was on program 1 at 2.3 volts and therapy was on. It was reported that the patient saw her healthcare provider the week prior to the report and was told she would not feel stimulation or the flutter like she did before. It was noted that there was a loss of therapeutic effect. Additional information has been requested but was not available as of the date of this report.